Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) episodes occurred due to the right ventricular (rv) lead failure to capture. It was further observed the rv lead exhibited a rise in pacing impedance from (B)(6) 2023. An x-ray was performed and revealed no anomalies. Programming changes were performed and the lead will continue to be monitored. The patient was in stable condition.